Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuos and severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another 6x100mm mustang balloon. No patient complications were reported and the patient's status was stable.